Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site, it was also reported that the patient system diagnostics recorded high impedances on the lead. Upon further investigation, it was confirmed via x-ray that the lead had fractured. Surgical intervention took place where the ipg was explanted and replaced to address the issue. After the surgery the lead was still showing high impedances. Post-operatively effective stimulation was still restored. Surgical intervention may take place at a future date to address the lead issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.